Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event, however it is possible the patient's activity level and poor bone quality may have contributed to the reported event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded.

Event description:
The sales associate reported a broken rod. The patient underwent a spinal stabilization (growth rod) procedure, unilaterally following a post cancerous tumor removal. On (B)(6) 2015 tumor was removed and the growth rod placed. Rib anchors were added to backup hooks proximally, screws avoided proximally because of perceived risk of pullout through canal in active child with poor bone. Five months post-op rod breakage was detected by x-ray due to complaint of pain. The rod was broken above lumbar screws. The rod was replaced with a dual rod.